Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection by the naked eye, it was observed that the patient line connector was deformed. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. The deformed patient connector was removed and replaced with a lab patient connector to continue functional testing. No issues were noted. Upon conclusion of the investigation, the cause of the reported issue was determined to be a damaged component due to the deformed patient line connector. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a connection issue between a cassette and a transfer set during setup of peritoneal dialysis therapy. The patient was unable to make a secure connection, the connector would continue to spin. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.